Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not alarm for a downstream occlusion as expected from the white caps at the end of the intravenous (IV) line until minutes later. This was observed during an exchange of IV pumps on a carrier for dobutamine, furosemide, and epinephrine. The old carrier beeped for downstream occlusion when the caps were placed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.